Event description:
It was reported via patient call center that stroke and peri-device leak occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. In (B)(6) 2025, the patient experienced a small stroke. On (B)(6) 2025 the patient had an ablation. The patient reported that their implanting physician and electrophysiologist informed them that the closure device had a leak. The patient was placed back on pradaxa (which they were on prior to the watchman implant).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review. The batch number for the watchman flx? Pro, part # m635wu60310 was not provided. A ship history was performed to identify the last three most recently shipped batches to the customer and no batches were identified. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specification, and there is no evidence that this product did not meet specification prior to distribution. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and cerebral vascular accident (medication required). Risk review. A risk review was completed and confirmed that the events of implant did not seal and cerebral vascular accident (cva) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via patient call center that stroke and peri-device leak occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. In (B)(6) 2025, the patient experienced a small stroke. On (B)(6) 2025 the patient had an ablation. The patient reported that their implanting physician and electrophysiologist informed them that the closure device had a leak. The patient was placed back on pradaxa (which they were on prior to the watchman implant).